Event description:
It was reported that during a scheduled ventricular lead replacement procedure, the lead exhibited high impedance. The physician decided to use another lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.